Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and it would not flush. The pentaray nav high-density mapping eco catheter was flushed as expected before it was used on the patient, after it was removed from the patient after mapping and upon prepping to reinsert for post-mapping ablation, it was found that it would not flush at all. They checked the flushing status of the pressure tubing and the tubing was patent. They attempted to flush with a syringe and were still unable to flush. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed and an occlusion was detected. Further investigation revealed that the irrigation tube was found bent in the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and it would not flush. The pentaray nav high-density mapping eco catheter was flushed as expected before it was used on the patient, after it was removed from the patient after mapping and upon prepping to reinsert for post-mapping ablation, it was found that it would not flush at all. They checked the flushing status of the pressure tubing and the tubing was patent. They attempted to flush with a syringe and were still unable to flush.